Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring dislodged. The screw head is damaged. The instrument was placed on an in-house system. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend jaws would not close. No known impact or patient consequence was reported.